Manufacturer narrative:
(B)(4).

Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced severe pain, infections, trouble urinating, and pain during intercourse.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.